Event description:
It was reported that, "pt fell and sustained a periprosthetic fracture."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer as per hospital policy. If additional info becomes available then it will be submitted in a supplemental report.